Manufacturer narrative:
(B)(4). The device sample is reportedly unavailable at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: the surgeon was using the catheter and the metal portion at the tip fell into the patient's body. The broken portion was not found and the catheter was discarded. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). Per DHR the product taut cholang cath10/bx 4.5 fr tip x 18, lot # 73c1500124 was manufactured on 03/09/2015. (B)(4). Lot was released on 03/12/2015. DHR investigation did not show issues related to complaint.corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time due the sample is not available is not possible to determine the source of the defect reported.

Event description:
Alleged event: the surgeon was using the catheter and the metal portion at the tip fell into the patient's body. The broken portion was not found and the catheter was discarded.the patient's condition was reported as fine.